Event description:
On (B)(6) 2025, the user experienced persistent low glucose levels while using the ilet bionic pancreas system in conjunction with a dexcom g7 continuous glucose monitor (cgm). Despite consuming carbohydrates throughout the day, the user reported symptoms consistent with hypoglycemia, including nausea and vomiting. A fingerstick blood glucose (bg) reading showed "high," while the cgm displayed values ranging from "low" to the 70s mg/dl. The user contacted customer care and was advised to discontinue use of the ilet and transition to backup therapy. On (B)(6) 2025, the user awoke feeling very ill and began vomiting. Emergency medical services (ems) were called by the user's partner, and the user was transported to the emergency room (ER), where treatment included an intravenous insulin drip. The user was released later the same day. The user has since resumed use of the ilet with a new cgm sensor and reports no ongoing issues.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system behaved as expected, including appropriate alarm generation (e.g., low glucose, urgent low, glucose falling quickly), insulin delivery matching user requests, and insulin suspension during hypoglycemia. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to inaccurate cgm readings from the dexcom g7 sensor, which impacted insulin delivery decisions. The user was advised to confirm cgm readings with fingerstick bg measurements and to replace the sensor if discrepancies persist. The ilet operated as intended throughout the event.